Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer stated that his blood glucose was high, but he did not provide the blood glucose reading. He was unable to troubleshoot for the issue, as he had already removed the set. The cause of the issue could not be determined. The customer reported that the alarm was resolved by a complete set change and agreed to return the infusion set and reservoir for analysis. He stated that, upon removing the infusion set, he began bleeding profusely. He stated that he thought he may have hit a vein but declined troubleshooting for the bleeding at site.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.